Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage on the electronic assembly. Unable to verify battery failed alarm and perform the self test, sleep current measurement and active current measurement due to blank display. The test p-cap locks properly in place in the reservoir compartment noted. The test belt clip fits and lock properly and no damage on the belt clip rails noted.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm and cracked clip rails and battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.